Event description:
It was reported that insulin from the bottom of the reservoir leaked. The caller was unsure if it is from the first or second o-ring. The blood glucose reading was 369mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.